Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2017-07331. It was reported that the patient experienced high impedances on their leads. As a result, the patient underwent surgical intervention on (B)(6) 2017 where the leads were replaced. Effective therapy was restored post operatively.

Event description:
Device 1 of 2, reference MFR report #: 1627487-2017-07331.